Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) reached elective replacement indicator (eri) back in (B)(6) 2022. Recently, the patient received four inappropriate shocks due to oversensing of mypotoential noise. Additionally, there was long charge times averaging between 20-44 seconds. Troubleshooting was performed and the noise could be re-created. At some point, the patient will be implanted with a cardiac resynchronization therapy defibrillator (crt-d) device. At this time, the system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) reached elective replacement indicator (eri) back in october 2022. Recently, the patient received four inappropriate shocks due to oversensing of mypotoential noise. Additionally, there was long charge times averaging between 20-44 seconds. Troubleshooting was performed and the noise could be re-created. At some point, the patient will be implanted with a cardiac resynchronization therapy defibrillator (crt-d) device. At this time, the system remains in service. No additional adverse patient effects were reported. This supplemental is being filed as additional information was received that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted and replaced with a transvenous system. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) reached elective replacement indicator (eri) back in (B)(6) 2022. Recently, the patient received four inappropriate shocks due to oversensing of mypotoential noise. Additionally, there was long charge times averaging between 20-44 seconds. Troubleshooting was performed and the noise could be re-created. At some point, the patient will be implanted with a cardiac resynchronization therapy defibrillator (crt-d) device. At this time, the system remains in service. No additional adverse patient effects were reported. This supplemental is being filed as additional information was received that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted and replaced with a transvenous system. No additional adverse patient effects were reported.